Manufacturer narrative:
Received maude report mw5065534. (B)(4).

Event description:
It was reported that the device had stopped working. The device was explanted. No further information is available.